Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent in office graft revision due to minor graft erosion on (B)(6) 2008 by dr. (B)(6). It was reported that patient underwent excision of exposed vaginal mesh, excision of vaginal inclusion cyst, site-specific posterior repair, perineorrhaphy due to exposure of vaginal mesh and rectocele on (B)(6) 2014 by dr. (B)(6) at (B)(6) hospital.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that patient underwent mesh revision/removal on (B)(6) 2008. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.